Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va08wzt, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0b9sw, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient came into the clinic with the device off. The rep was able to turn the device on. The patient reported a return of tremor. From (B)(6) 2015, the patient only had 20% battery usage. The patient lost his programmer. There was no recent medical test or electromagnetic interference (emi) exposure. The patient experienced symptoms when the implantable neurostimulator (ins) was off. The stats of the ins was 0.3 hours to 100% charge on (B)(6) 2015 and 0.4 hours to 100% charge on (B)(6) 2015. The patient was receiving intended therapeutic benefit from the deep brain stimulation (dbs). The stimulation was on in the clinic and providing therapeutic benefit. The tremor return and device being off occurred in (B)(6) 2015. Both times, the device was turned back on in the clinic. The indication-for-use (IFU) was essential tremor and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that the device was off when the patient last checked device, patient programmer says implantable neurostimulator (ins) was off. Since (B)(6) 2015 the patient programmer had been turning the ins off all by itself. The patient had gone to turn the ins back on and got shocked. The patient had gotten shocked in the head 3 times which was considered sudden in nature; (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. The patient had been directed to see their healthcare professional. It was determined stimulator charge was low, a need to charge back to 100% was expressed, it was at 25%. The patient was going to try charging more frequently to get up to 100%. The ins was turning off due to low charge. The patient had charged for an hour on (B)(6) 2015 with 8 bars and the device was at 50%. The patient was going to continue to recharge daily to get to 100%. It was unknown if the issue was resolved. The programmer turns on by itself which had been happening since the week prior to (B)(6) 2015 and it beeps which had been happening since (B)(6) 2015. The programmer would be checked to determine if the alarm was on which could be causing this. The patient programmer had only beeped once and was not bothering the patient. Patient was alive with no injury and no surgical interventions were required or planned. The shocking sensation had resolved after a few minutes of the device being on.